Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became fractured. The lead also had high undefined pacing impedance, noise, and oversensing. The noise was able to be reproduced with isometric exercises. The lead was explanted and replaced. No patient complications have been reported as a result of this event.